Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the base. A piece approximately 8.95mm x 4.97mm was found to be broken. The broken piece was not returned with the instrument. Additionally, the instrument was also found to have a broken conductor wire and a broken molded insulator. The broken pieces measure approximately 0.11 mm x 0.4 mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had jaw damage. The procedure was completing as planned with no reported injury.